Event description:
Allegedly, patient is experiencing clicking and pain when she lays on her side. No follow up with her doctor yet. Additional information received on 04/22/2020 from reliability engineering: product ID and lot information. Additional information received on 10/26/2020 from reliability engineering: updated product ID and lot information.